Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID neu_recharger_acc; product type recharger. (B)(4).

Event description:
It was reported that the patient came into the doctor¿s office for reprogramming of their implantable neurostimulator (ins) due to an increase in leg pain. It was determined that the ins was dead and would not communicate with the clinician programmer. There was an attempt to recharge but they could not get more than 2 coupling bars. Patient symptoms associated with the issue included less than 50% therapy relief and pain at the device pocket. Diagnostics and troubleshooting included x-rays, reprogramming, and attempt to recharge the device. The physician then took x-rays and it was noted that the ins had flipped (confirmed) and was mobile in the device pocket. The physician was able to manipulate the ins back to the correct side in the office and the patient was able to recharge and receive adequate stimulation. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Follow up information received on (B)(6) 2014 reported that the cause of the flipped device was unknown. If additional information is received, a follow up report will be sent.